Event description:
The customer reports a (B)(6) architect (B)(4) assay result for one patient. On (B)(6) 2013, (B)(6) was generated. This patient was tested at another hospital where a (B)(6) result was generated (no information provided on the methodology used at the other hospital). The sample was retested and again generated a (B)(6) result on the architect platform of (B)(6). The sample was retested the following day and generated an architect (B)(4) assay result of (B)(6). Back in the year 2009, this patient tested (B)(6) using the lumipulse (cleia) methodology. There was no impact to patient care reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c36 that has similar products distributed in the u.s, list numbers 01l80 and 04p53. (B)(4).